Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with mentor memorygel breast implant 425cc and experienced capsular contracture, baker grade 3 on the right side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 28, 2020, the mentor failure analysis lab received the device for evaluation. A confirmed date of explant was not provided, and has been estimated as (B)(6) 2020. Should additional information be received, a supplemental report will be sent. Reason for device explant and/or reoperation: capsular contracture. H6 patient code 3191: medical device removal. On november 3, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).